Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated after it deliver electric shocks to the patient. Troubleshooting was performed but the issue was not resolved. No adverse patient effects were reported. At this time, this device remains in service.